Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard tibial tray catalog # unknown lot # unknown; vanguard femoral catalog # unknown lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-08174, 0001822565-2018-08176. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that six weeks post right total knee arthroplasty, the patient had wound concerns and was treated with antibiotics.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the part and lot numbers of the devices involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.